Event description:
As reported, the shuttle with sheath of a 5f mnyxgrip vascular closure device (vcd) was unable to be retracted back to the hub. The balloon had to be deflated to remove the device and manual pressure was held. There was no reported patient injury. A 5f non cordis sheath was used. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle with sheath of a 5f mynxgrip vascular closure device (vcd) was unable to be retracted back to the hub. The balloon had to be deflated to remove the device and manual pressure was held. There was no reported patient injury. A 5f non-cordis sheath was used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure devices 5f was received with the shuttle fully engaged. The advancer tube was returned advanced/exposed; however, the sealant was not present in the device. This received condition could be attributed to a full deployment of the device. There were no damages or anomalies observed along the body of the device. Additionally, the syringe used in the procedure was returned attached to the device, along with the procedural sheath used. Per functional analysis, the advancer tube was tested by executing a functional test of retrieving and protruding the advancement tube, and no issues were observed with the mechanism. The returned device performed as intended per the mynxgrip instructions for use (IFU). The sealant deployment could not be tested as the sealant was not received with the device. The reported event of ¿sealant-device deployment jam¿ was not confirmed through analysis of the returned device since it was received without the sealant and there were no functional anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to incomplete shuttle advancement as evidenced by the advancer tube still being inside the shuttle in the returned device. According to the IFU, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in a device deploy issue. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle with sheath of a 5f mynxgrip vascular closure device (vcd) was unable to be retracted back to the hub. The balloon had to be deflated to remove the device and manual pressure was held. There was no reported patient injury. A 5f non cordis sheath was used. The device was later returned for evaluation.